Manufacturer narrative:
Batch review performed on 30 august 2024: lot 2217313: (B)(4) items manufactured and released on 17-nov-2022. Expiration date: 2027-nov-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Analysis performed by r&d project manager: looking at the image attached to the complaint it is visible the explanted stem covered with patient blood. Also the explanted ceramic femoral head is visible in the image. From the image it is not possible to determine the root cause of explantation. Clinical evaluation performed by medical affairs director: a revision surgery was performed due to a periprosthetic infection, one and a half years after the primary total hip arthroplasty (tha). The available x-ray image reveals signs of loosening and bone alteration, particularly in the proximal femur. Infection is a known possible adverse event following any surgery, including tha. At this time, there is no reason to suspect that the cause is related to the implanted devices. Additional implants revised, batch review performed on 30 august 2024: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2217239: (B)(4) items manufactured and released on 21-oct-2022. Expiration date: 2027-oct-04. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.152dh acetabular shell ø52 two-holes (k132879) lot 2206762: (B)(4) items manufactured and released on 23-jun-2022. Expiration date: 2027-jun-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2236947: (B)(4) items manufactured and released on 10-oct-2022. Expiration date: 2027-sep-27. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery performed about 1 year and 6 months after primary surgery due to infection. All components revised.